Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The knot has not been tightened down and there is no evidence of breakage on the suture. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture specifications, found the suture is required to be accompanied by a material certification of analysis for each lot used. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated. H11: h2: corrected information in h6: medical device problem code.

Manufacturer narrative:
H2: updated information b05.

Event description:
It was reported that during an arthroscopy, the ultra fast-fix t1 and t2 implants were deployed, and the t fell out when the knot was tightened. The implants were removed with tweezers from the patient. The procedure was completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the ultra fast-fix suture broke while tying the knot. T1 and t2 implants were removed with tweezers from the patient. The procedure was completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.